Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose. The customer states they went to the hospital because they could not get the pump to work. The customer states that on the way home, the device had an alarm displaying the year 2012, and stating there was no insulin in the pump, when there was. The customer declined to troubleshoot and states she was receiving assistance with pump at the hospital. The customer was advised to call back for follow-up.